Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right atrial (ra) lead had pulled back. The patient was presented to the emergency room (ER) due to hematoma. The ER physician removed the stitches of the pocket and was attempting to revise the pocket and at that time, the right ventricular (rv) lead pulled back. The ra lead did not initially get pulled back but due to the rv lead moving, the ra lead was eventually affected as well. Both leads were successfully repositioned without issue. The lead remains in service. No additional adverse patient effects were reported.